Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels. The customer's blood glucose level at the time of incident was 518mg/dl. The customer is currently in the hospital being treated. Troubleshoot was conducted. The cannula was found to be bent. The customer was advised of the contributing factor of a bent cannula to high blood glucose levels. The device was found to have passed the high pressure test. The customer was advised to conduct full set, reservoir and insulin change. The customer was advised to contact their healthcare provider regarding unexplained high blood glucose levels.